Manufacturer narrative:
Failure analysis did not find a button error alarm. Failure analysis also found intermittent button response due to flattened escape keypad dome. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip was found during failure analysis. Keypad connector found close properly during visual inspection. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported the buttons on the insulin pump were unresponsive. The customer's blood glucose was 105 mg/dl at the time of the button error alarm. Customer's blood glucose was 149 mg/dl when they had the keypad issue. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.